Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on the radius, crease fold, and yellow particles inner the shell. Leak test and microscopic analysis was performed which identified a smooth crease opening, partial delamination of valve (<75% partial separation) and wear abrasion. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on the radius assessed as fold flaw opening, and partial delamination of the valve assessed as adhesive failure.